Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer via lcac who contacted the company to report adverse events and product complaint (pc) concerned an 85-years-old asian female patient. Medical history was not provided. Concomitant medications included metformin. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from a cartridge via a reusable pen (humapen unknown and humapen ergo ii), at unknown dose, twice a day via subcutaneous route, for diabetes mellitus, beginning on an unknown date in 2004. On an unknown date (once a year), while on human insulin isophane suspension 70%/human insulin 30% therapy, she was admitted to the hospital to regulate blood glucose and to adjust the dosage of the medicine. After using human insulin isophane suspension 70%/human insulin 30%, she experienced deafness and had difficulty in communicating. It was further reported that patient was not deaf and her hearing was not good for two to three years. She could hear normally during conversations, but during the call, she might not be able to hear it clearly due to improper operation of the mobile phone. Other information was not provided. She also experienced lack of energy and was confused. Due to failure of injection button of humapen unknown device and humapen ergo ii, insulin could not be injected, (pc: (B)(4) and lot: unknown; pc: (B)(4) and lot: unknown) and experienced high blood glucose. Outcome of events were unknown. Additional information regarding hospitalization and corrective treatment details were not provided. Status of human insulin isophane suspension 70%/human insulin 30% therapy was continued. The operator of the humapen unknown and humapen ergo ii was unknown, and his/her training status was unknown. The general device duration and the suspect device duration of use were not provided. Action taken with the suspect device was unknown and both the devices were not returned for investigation. The initial reporting consumer did not consider hearing impairment related with human insulin isophane suspension 70%/human insulin 30% therapy and considered the event related to old age. The reporting consumer did not know the relatedness of remaining events with human insulin isophane suspension 70%/human insulin 30% therapy and did not provide the opinion of relatedness between the events and the humapen unknown and humapen ergo ii. Edit (B)(6) 2023: upon review of the information received on (B)(6) 2023, updated case priority from p2 to p1, recoded humapen ergo ii associated with product complaint (pc) (B)(4) to humapen unknown device, reprocessed pc, updated EU/ca fields for both devices, the humapen unknown device and the humapen ergo ii device, updated narrative information from due to failure of injection button of humapen ergo ii to due to failure of injection button of humapen unknown device and humapen ergo ii. Updated the narrative accordingly. Update (B)(6)2023: additional information was received from initial reporter on (B)(6) 2023. Deleted the serious event; deafness and added one non-serious event of hearing impaired. Updated narrative with new information. Update (B)(6) 2023: additional information received on (B)(6) 2023 from the global product complaint database. Entered device specific safety summary (dsss) for humapen unknown device associated with pc (B)(4), lot unknown and humapen ergo ii device associated with pc (B)(4), lot unknown. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer for both the devices. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated (B)(6) 2023 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2023-00038 since there is more than one device implicated. Evaluation summary: a family member reported on behalf of a female patient that the injection screw of her humapen ergo ii device did not move. The reporter was not clear if the injection button could be pressed down. Insulin could not be injected on (B)(6) 2023. The patient experienced abnormal blood glucose. The device was not returned for investigation (batch unknown). During subsequent contact with the patient to assist in priming the pen, the patient reported that the injection pen could be used normally. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.